Event description:
It was reported by service report that the scale was inaccurate and the casters were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken caster stems. Bed was out of calibration.